Event description:
It was reported that the pt underwent lumbar-sacrum fixation on (B)(6) 2012, to address spondylolisthesis l4-l5 and ddd. Pt reported a relieved lumbar pain and radiculopathy. Six months post operative, pt presented with pain that exacerbated with flexion/extension movements. CT scan was performed and identified a screw in l5 appears to be fractured. Revision surgery is planned but has not been performed to date.

Manufacturer narrative:
Device remains implanted. As no part or lot numbers were available, review of the manufacturing records and part number specific complaint history was not possible. Review of complaint history for the slpxxxx family of s-lok pedicle screws did not identify a trend for reports of fracture. Associated instructions for use (IFU) spinal USA s-lok pedicle screw system utilizing sure lok technology (lbl-IFU-004) states under precautions: "3. Fracture/mechanical failure of the device," under possible adverse events: "7. Device component fracture," and under warnings: "3. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union..."